Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer checked the position adjustments of the sample and reagent pipettes and replaced one of the sample pipettes. He checked the gear pump values and the filling levels of the cuvettes and washing solutions. He ran repeatability and precision checks and obtained satisfactory results. The customer performed calibrations and quality controls with satisfactory results and no errors.

Event description:
There was an allegation of questionable creatinine jaffé gen. 2 results from the cobas 8000 c702 module. The initial result was 3.63 mg/dl and the repeat result was 6.40 mg/dl. The repeat result was reported outside of the laboratory.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. A complete instrument check was performed on both rotors, obtaining results that were within the acceptable range. Precision testing was acceptable. The position of the pipettes for both samples and reagents was checked and adjusted. One of the sample pipettes was replaced. The gear pump values, cuvette filling levels, and washing solutions were checked. Based on the available data and observed failure mode, there is no evidence of a reagent issue. The investigation determined the event is consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.